Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(4) 2019 the hcp reported that the patient had missed an appointment on (B)(6) 2019 and she called the clinic today to say that she felt bad and thinks she heard the pump alarm. The staff had made reminder calls to the patient. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be non-compliance with refills. The patient was going to be seen in the office tomorrow ((B)(6) 2019) for a refill. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of the report and it was noted that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.